Manufacturer narrative:
Patient weight was requested but not provided. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. The pump was not explanted and will not be returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate ii lvas, including death. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to acute cardiopulmonary arrest of unknown origin. The patient was found unresponsive at home. Their heart function was found to be a-systolic by emergency medical services (ems). Ems did not perform compressions or intubation due to the patient's locked jaw. The patient¿s outcome was reportedly not device or therapy related.